Event description:
A pharmacist reported that poor knife cutting performance was noted during surgery with no impact to the patient. The surgeon used a different knife to complete the procedure without delay.

Manufacturer narrative:
No sample has been received for evaluation. A root cause has not yet been identified. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).